Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a myocardial ablation procedure to treat an atrial flutter (afl) in the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. The bending of the catheter was felt strange. Catheter was taken outside to check the bend and flush the irrigation, and the way the irrigation was blowing out was unusual. The irrigation was not blowing from several of the irrigation holes. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned as it was discarded at facility.